Event description:
The customer reported keypad issues. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported keypad issues. There was no patient involvement.

Event description:
The customer reported keypad issues. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 02/21/2019 to present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.